Event description:
It was reported that "during functional testing of the intubation's cuff, it doesn't inflate when 7ml of air are injected with a 10ml syringe (usual pretest procedure). Additional information: another device was used for the procedure. There was no delay in treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "an actual sample was returned for investigation. Based on the investigation, an actual sample were tested on inflation. The cuff was unable to inflate using endotest at 25 mbar. The inflation tube was observed with dented in the middle section. Further verification on the pouch found that, the sealing pattern was incomplete. Hence, there is possibilities of dented tube was in placed on the sealing area and sealed upon sealing process. Based on the investigation, the defect mode of intubation cuff does not inflate was matches with the complaint report. The pouch was also observed with no sealing pattern at the dented area. Therefore, further investigation and corrective action will be documented in the investigation opened within the company." Teleflex will continue to monitor and trend on this complaint issue.

Event description:
It was reported that "during functional testing of the intubation's cuff, it doesn't inflate when 7ml of air are injected with a 10ml syringe (usual pretest procedure). Additional information: another device was used for the procedure. There was no delay in treatment.